Manufacturer narrative:
This report is being updated to provide additional information. New information is reported in b5 and h10. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
Additional information: case with patient identifier (B)(6) report the tfj-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure.

Event description:
Additional information provided: tissue was found behind the elevator of the device (in addition to in the cap as previously reported).

Manufacturer narrative:
This report is being updated to report additional information and corrected information. Corrected information is reported in g3: initial report g3 corrected to 15dec2020.

Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Conclusion: the definitive cause of the reported event could not be established. Based on the information obtained during the investigation of the issue, the following probable causes are presumed: 1. The user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa to be sucked into distal cover. When the user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2. Distal cover cracks at tear-off line by inappropriate attachment of distal cover to scope. When pressing the distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported that after an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, tissue was discovered on the device's distal cap. The procedure was completed using the same device and no injury was identified during the procedure. No treatment was required as a result of this occurrence. The patient was discharged home post procedure as planned.